Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The base handle tested low, requiring adjustment and the knob on the transitional needed replacement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra representative reported on behalf of the customer that the base handle of the a3101 mayfield composite series base unit tested low at 48 ft pounds. There was no patient injury or surgery delay.